Event description:
Vet technician used a mask, had dry itchy sensation around her eyes. Continuously got worse throughout the weeks and eventually got so bad around 3 weeks later that her right eye was shut. Went to urgent care and was given steroid injection, antibiotics and antihistamines. Inflammation subsided after intervention. FDA safety report ID# (B)(4).